Event description:
A prolieve thermodilation kit was used in a procedure in 2006. (Patient age and weight unknown.) It was reported to boston scientific that an incident was discovered during inc's reconciliation of general adverse events for the study. The male patient of unspecified age experienced the anticipated symptoms on an unknown date in 2007: urinary frequency, resolution pending, severity not yet known, it is also unknown if this symptom required treatment. Exacerbation nocturia, resolution pending, severity not yet known, it is also unknown if this symptom required treatment.

Manufacturer narrative:
Since no product was received and the product was disposed of, no root cause could be determined and complaint failure could not be identified. Per the event information, the severity of and treatment for their urinary frequency and nocturia are unknown at this time. It is unknown if the conditions have been resolved. The user manual lists urinary urgency as an anticipated adverse event for this procedure